Event description:
It was reported that in the production line, 1 unit of needle miniloc lot asbus0197 presented some fluid/liquid in the tube. The unit was segregated, identified and forwarded for shipment to the manufacturer.

Manufacturer narrative:
Section a through f - the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbus0197 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that in the production line, 1 unit of needle miniloc lot asbus0197 presented some fluid/liquid in the tube. The unit was segregated, identified and forwarded for shipment to the manufacturer.